Manufacturer narrative:
On 20 may 2025, the complainant reported a break in a single-lumen midline. The line was discontinued and replaced with a central line. The line was returned to avi and the break was confirmed. The lot number for the device was not provided. The root cause of the break could not be determined. There was no report of patient condition.

Event description:
Report of a hole in the catheter.